Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that their son had experienced high blood glucose level. The customer¿s blood glucose was 400 mg/dl at the time of the incident. It was reported that the insulin pump kept alarming auto off. The customer reported that they had damage on the battery compartment. He customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. He customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.